Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 19b03ge321, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(4): "pumps do not withstand the stated time" "the pumps run out before the announced time."